Event description:
It was reported that the 9800 system would shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power switch was replaced during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.